Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer resumed insulin delivery without changing the pump supplies. There was no impact to the customers' blood glucose level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.